Event description:
Felt week after aicd was replaced with this t135. Ten days later aicd failed to fire, resulting in cardiac arrest. Two mos later it fired without reason, three mos later again failed to fire, started to work after external defibrillation was used. The t135 was tested at the medical center "vf was reliably induced with t shock and unreliably terminated with 21 j reversed polarity, on two occasions requiring external rescue defibrillation." They replaced the unit, no trouble following the replacement. T135 not reliable.